Event description:
The customer reported a false positive reaction of a patient sample with seraclone anti-e. The customer returned the patient sample that had caused the false positive test result, but none of the supposedly defective product was returned for investigational testing. Therefore, our quality control laboratory tested the patient sample with the retained sample of the allegedly defective product according to the instruction for use. The sample yielded a negative reaction. Only after a prolonged incubation the patient sample showed a +/- reaction. The sample was also tested with another monoclonal anti-e reagent in the gel method and showed a +/- respectively a 1+ positive result. The sample was also tested with a polyclonal anti-e reagent in the tube technique and showed a weak positive reaction. The sample will be sent to an external laboratory for molecular e(rh3) typing. The allegedly defective lot was also tested with different e positive and negative red blood cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive reaction of a patient sample with seraclone anti-e. The customer returned the patient sample that had caused the false positive test result, but none of the supposedly defective product was returned for investigational testing. Therefore our quality control laboratory tested the patient sample with the retained sample of the allegedly defective product according to the instruction for use. The sample yielded a negative reaction. Only after a prolonged incubation the patient sample showed a +/- reaction. The sample was sent to an external laboratory for molecular e (rh3) typing. The result of the typing is ccd.ee. No e (rh3) antigen could be detected. The allegedly defective lot was also tested with different e positive and negative red blood cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed: the allegedly defective lot of seraclone e functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.